Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log indicates the customer was not in the correct lead view. The device was powered on with stat-padz attached. A noisy ECG signal was displayed for the first three minutes of the case. Then, the user then turned the device to pacer mode. The device remains in pacer mode and various lead views for the remainder of the case. In pacer mode, the device automatically changes to lead view to capture pacing activity by design. The device recorded errors indicating monitoring leads were not connected to the patient/device. The user attempted to disconnect and reconnect the pads and defib cable but were unable to see the ECG signal on the patient due to the device remaining in lead view and pacer mode. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.